Manufacturer narrative:
.

Event description:
It was reported that during the implant procedure, the pulse generator was interrogated and exhibited backup vvi operation. The device was no longer used. The physician had initially used electrocautery to open the pocket.